Event description:
It was reported that episode review was requested for this patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd). A boston scientific technical services consultant noted the device is programmed to primary 1x gain and smart pass is on. Signal amplitude is adequate but at the point of detection, the signal became smaller and there was some low-level noise observed. The noise became larger and oversensing resulted in the delivery of one inappropriate shock. The patient was followed in the clinic and the noise was reproduced. An electrode fracture was suspected and the system was explanted. A replacement sicd system was successfully implanted. The explanted products are expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested for this patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd). A boston scientific technical services consultant noted the device is programmed to primary 1x gain and smart pass is on. Signal amplitude is adequate but at the point of detection, the signal became smaller and there was some low-level noise observed. The noise became larger and oversensing resulted in the delivery of one inappropriate shock. The patient was followed in the clinic and the noise was reproduced. An electrode fracture was suspected and the system was explanted. A replacement sicd system was successfully implanted. The explanted products are expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed bubbles and no cracks in the notch area next to the sense b electrode. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.